Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision and iris chafing. The iol was exchanged with an alternate iol in a secondary procedure. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints in the lot. The manufacturer internal reference number is: (B)(4).